Event description:
It was reported that on (B)(6) 2021, the patient was readmitted for neuropathy (over 24 hours). The patient had an intracranial bleed in the right hemisphere, diagnosed by computed tomography (CT). The patient had a stroke which caused paralysis on the left side of the body. The patient was on warfarin and aspirin at the time of the event. The patient had a craniotomy hematoma removal and was taking an anti-seizure drug. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and not further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2017. The heartmate ii lvas IFU lists stroke, bleeding, and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient developed respiratory failure. The patient was intubated for 70 days and a tracheostomy was performed. The respiratory failure was likely related to the device because tracheostomy was needed due to intracerebral bleeding.